Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty select cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which is often caused by a breach in aseptic technique or touch contamination during the pd exchange. Based on the reported information the exact cause of the patient¿s peritonitis cannot be determined. However, a breach in aseptic technique may have been associated with the event, as suspected by the pd nurse.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius customer service (cs) and reported that a patient on pd therapy had peritonitis. As a result, the pdrn stated the patient needed manual pd solution bags. There was no specific allegation that the event was caused by a deficiency or malfunction of any fresenius device or product. Upon follow-up, the pdrn confirmed the reported event. Per the pdrn, the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count of 9,872. The patient was treated with the antibiotics vancomycin and ceftazidime intra-peritoneal (ip) on an outpatient basis. Per the pdrn, the patient is recovering and continuing pd treatment on the same cycler without any issues. The pdrn stated the patient¿s peritonitis was not related to any issues with any fresenius device or product. Additionally, there were no reported fluid leaks associated with the event. It was reported the cause of the peritonitis is unknown but that a breach in aseptic technique was suspected.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.